Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 23 mg/dl at the time of the incident. The customer has had 2 accidents while driving due to the issue. The customer reported over delivery issues with their pump. The customer was at 156 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also had another low incident the day before the call. The customer reported that they believed that the insulin pump was over delivering. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.